Event description:
During a laparoscopic assisted vaginal hysterectomy the tip of the shears fell off (inside of pt) which were retrieved. This is not the first time this has happened with this product. The generator setting was 2.